Manufacturer narrative:
G4: 19aug2020. B4: 20aug2020. The customer confirmed the issue was resolved, however, customer declined to provide repair details. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported an unresponsive touchscreen. The customer was unable to duplicate the issue. The customer confirmed touchscreen calibration passed and indicated the nav (navigation) ring is working. The remote manufacturer's service technician suspected the touchscreen and the customer advised may replace the touchscreen for precaution, waiting on approval. It was reported the device was in clinical use at the time the issue was discovered however, there was no patient or user harm reported.